Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the rotaflow has a pump failure during patient treatment. No further information has been received. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the rotaflow has a pump failure during patient treatment. No harm to any person has been reported. A getinge service technician was on site on (B)(6) 2022 to check the affected rotaflow (serial# (B)(6)). The technician could not reproduce the reported failure. No parts have been replaced. The device is working as intended and was released for clinical use. Based on these investigation results the reported failure could not be confirmed. However, the failure mode "pump failure" can be linked to the following most possible root causes according to the rotaflow risk management file. (Un)intentional stop of the pump, e.g.: 1. Pump stop intervention after technical error (e.g. Pump runaway, error head). 2. Wrong intervention limits. 3. Unintended rpm change by user. 4. Unintended switch off by user. In order to avoid reoccurrence of the reported failure, the user will be informed by the sales and service unit about the investigation results. The product in question was produced in (B)(6) 2010. The review of the non-conformities has been performed on (B)(6) 2022 for the period of (B)(6) 2010 to (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).